Event description:
Pt with history of avr with bjork-shiley convexo concave valve in 1982 at another hosp was admitted to this hosp in 2007 for cardiac catheterization for complaints of intermittent shortness of breath for several weeks prior to admission; ultrasound showed valve profile was deteriorating. Physician reported that this pt has been on the registry program since 1993 and receives yearly notices from MFR about being on the recall list for this valve. Pt underwent repeat avr with insertion of #19 st. Jude valve four days later, at this hosp. Pt tolerated the procedure well and remains hospitalized at the present time.